Manufacturer narrative:
Tw # (B)(4). Updated sections: b4,d9,g3,g6,h2,h3,h6,h11. The device was returned to the factory for evaluation on 11/25/2024. An investigation was conducted on 12/03/2024. A visual inspection was conducted. Both the harvesting device and cannula was returned for evaluation. Signs of clinical use and evidence of blood was observed on both devices. There were no visual defects observed on the intact cannula or intact c-ring. There were no visual defects observed on the intact heater wire. There were no visual defects observed on the intact clear silicone insulation on the hot jaw. The clear intact silicone insulation on the cold jaw was observed to peeled away from the hot jaw, exposing the entire cold jaw. The detached silicone insulation was not returned for evaluation. Based on the returned condition of the device as well as the evaluation results, the reported failure "peeled; delaminated; jaw" was confirmed. The lot # 3000424853 history record review was completed. There were no ncmrs, rework, or deviations documented for the reported lot number. Based on the DHR/lhr review results, it was determined that there is no relation between the batch manufacturing process and the reported failure. Specific actions for the reported failure mode are being maintained and documented under maquet's corrective and preventive action (CAPA) system.

Manufacturer narrative:
Trackwise ID# (B)(4). The device has not yet been returned to maquet cardiac surgery for evaluation. We are following up with the customer for the return of the device. A supplemental report will be submitted if the device is received.

Event description:
The hospital reported that during an endoscopic vein harvesting procedure, vasoview hemopro 2 silicone detached from jaw completely. Silicone was not determined for certain to have been left in the arm or outside of the arm. The entire procedure was done with the one kit. No added incisions or time. No patient harm.